Manufacturer narrative:
H6: the patient circuit was not returned to ventec for an evaluation. The cause for the reported issue could not be conclusively determined. H3 other text : not returned to manufacturer.

Event description:
It was reported to ventec that a patient circuit (adult, passive, heated, with oxygen) broke near the exhalation valve during patient use. Medical personnel were attempting to change the flex tube when the patient circuit broke. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit.